Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. About 5 months after the primary surgery, the surgeon confirmed that the insert had spun out. Now, the surgeon reduced the tibial insert by using x-ray image device in the outpatient examination, and the patient can walk normally. However, the patient complains that when the patient bends the knee, there will still be abnormal sound, so the surgeon is planning revision surgery by replacing the tibial insert on (B)(6) 2020. The surgeon said that the thickness of the insert would be increased. The patient had no problems in her usual life. She/he complains of a noise when bending deeply. When the insert is dislocated, the patient had difficulty in walking. She/he also said that he felt strange when bending. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: b3, d7, e1 (facility name). Corrected: h6 (patient). Patient code: removed code for surgical intervention and replaced with no code available (3191) to capture device revision or replacement.